Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited placement difficulty, dislodgement and fell in to the right ventricular (rv). The lead was repositioned and remains in place. No patient complications have been reported as a result of this event.